Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, and product analysis found that the device did perform as described in the field action. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4). The distal conductor of the lead developed a fracture due to flexing while in vivo; medial segment returned and analyzed.

Event description:
It was reported that there was a lead impedance warning and the patient went to the emergency room when receiving inappropriate therapy due to the right ventricular (rv) lead having noise. Lead fracture was also reported. It was further reported that there was twos (t-wave oversensing). The rv lead was programmed off, and a few days later explanted and replaced. No further patient complications have been reported as a result of this event.